Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 10 retained samples from the bd inventory were functionally tested, and all retracted as expected. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the retained samples test results. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set after pressing the button the needle would not retract. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle retraction failure of wingset utpbbcs. According to the customer's report, the hcp pressed the button but the needle was not retracted.